Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered two infusion sets needle issue on (B)(6) 2025. Patient forgot to remove the needle guard prior to insertion. Patient replaced the affected infusion set and successfully resumed insulin delivery. No further information available.